Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
Review of patient treatment sheets found the patient experienced an overfill in drain 3/6 on (B)(6) 2018. Treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 3/6, 5,037ml drained. This drain is 280% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of fill volume 1798ml is 3236ml.therefore, a reportable malfunction has occurred. The patient¿s peritoneal dialysis nurse indicated that the patient did not experience any complications as a result of the alleged event. The patient continues with continuous cyclic peritoneal dialysis (ccpd) without any reported issues. Additional information was solicited.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.